Event description:
On june 14, 2017 a customer in the us reported while using a dx-d 100 system, the unit moved on its own. During the investigation by agfa, it was confirmed with the customer there were two (2) occurrences where the unit moved on its own. Agfa is reporting each occurrence. This MDR report is for the second occurrence. The first occurrence has been reported to FDA via MDR 9616389-2017-00012. During the first occurrence, the customer reported while driving the unit down the hall the tech let go of the dead man switch and the dx-d 100 unit continued to drive forward. The tech was able to stop the unit quickly. During the second occurrence, the customer reported that while the unit was parked in front of a patient room, it was bumped by another technician and the unit drove itself forward for three (3) feet. Agfa service responded taking the unit to a secure location and was able to duplicate the problem. Investigation revealed a plastic cap was broken on the right side allowing the cap to be depressed further than expected squashing the right microswitch in the dead man handle. Agfa service replaced the dead man switch cover and applied appropriate thread locker to all four screws. The unit is now working as intended and no further occurrences have been reported. There has been no reported harm to patient or user during these events.